Manufacturer narrative:
The reported event of bluetooth being unavailable was not confirmed. The root cause of the failed attempts was due to a dongle connection issue that was later resolved by reconnecting the dongle. Based on the information provided, it was noted that the device¿s remote monitoring bluetooth was disabled due to being in shipped settings, as per design. Once the user performs programming, the bluetooth would have automatically been enabled. The device is performing per design and no malfunction is suspected.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator that was implanted exhibited no bluetooth connectivity and that only wand interrogation was available. During the last interrogation it was identified that the device bluetooth setting was set to off. The bluetooth setting was then turned on. Re-interrogation generated bluetooth connectivity and expected interrogation. Patient was stable.